Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred during interrogation. It was confirmed that the health care provider used a magnet to interrogate the pump, and the pump had recovered. There was not patient symptom reported and the patient outcome was unknown.